Event description:
It was reported the patient experienced a return of symptoms. Multiple motor stalls and recoveries were noted on the event logs. The pump rest to safe state mode followed by another motor stall. The hcp updated the pump and gave the patient a 100 mcg single bolus dose to watch the patient's response. The drug in the pump was lioresal. The hcp indicated the explanted device would be sent to the manufacturer for analysis. No further outcome was reported. Additional information has been requested, a follow-up report will be submitted if additional information becomes available.